Event description:
It was reported two wet taps occurred during a lead explant and replacement procedure. The physician attempted to insert a percutaneous lead and the first wet tap occurred. The physician attempted to insert another percutaneous lead (from the same lot) and the second wet tap occurred. The physician performed blood patches at both insertion sites and implanted a surgical lead. The patient reported effective stimulation coverage postoperative. The patient was admitted to the hospital with a headache. No additional information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.